Event description:
Physician drew up 10% lidocaine and I part per 10,000 units of epinephrin. When they attempted to administer the solution, the syring cracked and the solution sprayed out hitting them there was no patient or staff injury associated with this device.